Event description:
Clinical study. It was reported that during a coronary stenting treatment procedure, there was a balloon withdrawal resistance. The lesion being treated was a 2.5mm, 75% stenosed, 8mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stent placement of a 2.50x12mm taxus liberte' study stent. There was balloon withdrawal resistance. The procedure was completed without patient complication.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. We will continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. A comprehensive investigation was completed to investigate the potential causes of the failure mode "balloon withdrawal resistance". The root cause is unknown. Product unavailable for analysis.